Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter in the balloon/water (bw) channel was confirmed and determined to be a cleaning brush; the customers reprocessing was confirmed to have been performed according to the instruction manual. The root cause of the cleaning brush in the channel could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis eus ultrasound gastrointestinal videoscope had cotton swab pieces clogged in the balloon channel. Upon inspection and testing of the customer returned device, foreign material (pieces of cleaning brush) was found clogged in the scope balloon channel due to insufficient cleaning. The foreign material could not be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle/the gap on the insertion section or the boot. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could be locked securely, adhesive on angle rubber cracked, and adhesive on angle rubber chipped. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.